Event description:
It was reported that the patient presented to the hospital for a procedure. Device interrogation revealed that the patient¿s right ventricular (rv) lead exhibited oversensing noise, high capture threshold, out-of-range and low defibrillation impedance. Interrogation also showed that the right atrial (ra) lead exhibited oversensing noise and high capture threshold. On (B)(6) 2026, the physician elected to turn off therapy and pacing of the implantable cardioverter defibrillator (ICD), cap the rv and ra leads on the left side, and implant a new ICD along with new rv and ra leads on the right side. The patient¿s condition remained stable.